Event description:
Incoming information was received and indicated that the facility's procedure for flushing the sheath with the pump changed to flushing the sheath with a pressure bag. It was surmised that the adverse event may be related to kinking of the sheath port which was noted to often occur and that previously with use of a pump, there would have been an alarm if the flow through the side port stopped but not with use of the pressure bag.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that 24 hours after a cardiac ablation procedure using the pulseselect catheter, the patient returned to the emergency room with confusion and stroke-like symptoms. Upon further investigation, it was discovered that a transient ischemic attack (tia) had occurred in the frontal cortex. The patient was under general anesthesia during the procedure, which was completed without any immediate concerns. The patient was initially observed in the holding area for the appropriate amount of time and discharged in good standing. The patient has since recovered upon observation. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID pscc100 (0012690607); product type: 0609-catheter; implant date n/a; explant date n/a . Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.